Event description:
The customer reported blown fuses on the monitor cart. This would result in no live image being displayed. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced 2 blown fuses. The system operates as intended.